Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with cracked case at the display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was damaged from wear and tear. Customer states there was a crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.